Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head went to back of throat [foreign body in respiratory tract]. Nearly choking [choking sensation]. Head of brush head came off [device breakage]. Consumer contacted via e-mail and stated that the head of the brush head came off when his wife was using it and it went to the back of her throat. No serious injury was reported.